Event description:
A (B)(6) male, pt's download data, revealed multiple battery charger faults. Zoll customer support contacted the pt and issued him a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults) was confirmed. Upon investigation, the battery charger/modem battery board was contaminated, which caused the battery charger faults. The root cause of the contamination was ingress of an unk liquid. No adverse event resulted from contaminated battery board. The pt received a replacement monitor.